Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown, manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, the trial tibial bearing fractured while hardening the cement. The fractured fragment was removed from the patient. The same trial tibial bearing was utilized to complete the procedure.